Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, great resistance was met while advancing the stent to the lesion. After a few attempts, contrary to instructions for use, the delivery system was withdrawn, and the stent was embolized in the left main. A balloon catheter was passed through the stent, inflated and all the devices were removed as a unit to withdraw the stent out of the left coonary artery. During removal, the stent was embolized at the right common iliac artery.